Event description:
Sfa stenting-patient enrolled in trial in another country: severe dissection during procedure reported. Issue resolved without permanent injury.

Manufacturer narrative:
Please reference MDR 2183870-2008-00194 and MDR 2183870-2008-00195 for protege everflex stents used in this procedure.